Event description:
A report was received from a user facility in the (B)(6) stating the system supplied high aspiration during a surgical procedure. There was no serious injury or report of permanent impairment related to this event.

Manufacturer narrative:
A bausch & lomb field service technician visited the facility on (B)(6) 2011 and was able to duplicate the reported problem. The vacuum fluidics module was removed from the system and will be returned to bausch & lomb for further evaluation. A supplemental report will be submitted when the evaluation results are available.